Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited a telemetry problem. Three programmers were used, but none of them were able to establish communication with the device. The patient received a home monitor, but refused to use it. The device remains in use for further evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device continued to exhibit a telemetry issue, and a component failure was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit. Hybrid analysis determined the cause to be an anomaly in the telemetry uplink circuitry. If information is provided in the future, a supplemental report will be issued.